Manufacturer narrative:
Qn#(B)(4). N/a other remarks: n/a corrected data: n/a.

Event description:
It was reported that "unit giving 'high baseline and deflation timing may be late' errors on a patient". As a result the pump was exchanged for another pump. No report of patient harm or injury.